Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that cardiac resynchronization therapy defibrillator was exhibiting high out of range shock impedance, measuring greater than 125 ohms. A chest x-ray was performed and did not confirm any lead fracture or displacement. Multiple impedance tests were completed in all available lead configuration, lead evaluation including patient maneuvers and isometrics were all performed and no anomaly was noted. The device was reprogrammed to increase the shock impedance alert and auto-threshold was activated. No adverse patient effects were reported. This device remains in service.